Event description:
The tablet serial cable was returned on 03/25/2015. Product analysis was completed for the tablet serial cable on 04/13/2015. It was identified that communication between a known good tablet and generator could not be established. The cause for the anomaly is associated with 2 disconnected wire connections in the returned serial cable. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified. The cause appears to be related to stress on the cable.

Manufacturer narrative:
Event description; corrected data: the previously submitted MDR inadvertently did not include that the tablet serial cable was returned. Device available for evaluation; corrected data: the previously submitted MDR inadvertently did not include that the device was returned and the date of return. Device evaluated by MFR; corrected data: the previously submitted MDR inadvertently did not include that the device was returned, but not yet evaluated. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the tablet device displayed an error message stating ¿unable to open port.¿ a replacement serial cable was provided and the issues resolved. The suspect serial cable has not been returned to date.